Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2014 with the following: no battery cap was returned with the pump. A test battery cap was used to complete all testing. During testing, the pump powered on with the vibration feature functional. Due to internal moisture contamination there were no audio tones and the display was blank. The pump case was removed and moisture contamination was found inside the pump on miscellaneous electrical components. The ¿communication¿ issue was not able to be adequately investigated due to the internal moisture damage and blank display.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (communication) issue. The reporter alleged that the pump was emitting multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.